Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. No anomalies observed in visual inspection and no anomalies when the device was powered. The reported issues were not confirmed through conductivity test using a pseudo waveform generator. It was noted that the washer, o-ring and main cover needed replacement due to deterioration. The device will be cleaned, inspected and calibrated.

Event description:
It was reported that while the external pulse generator (epg) and temporary pacing cable were attached to a patient, pacing failure occurred frequently. There was a high possibility that the temporary pacing cable had migrated, but the facility requested that the cable and epg also be inspected. Since the epg was unnecessary, the use was suspended. The epg and cable were returned for servicing. No patient complications have been reported as a result of this event.